Manufacturer narrative:
Case-(B)(4) - the device was not returned for evaluation and the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be ascertained.

Event description:
It was reported on (B)(6) 2019 a patient underwent a totally thorascopic procedure. A perforation of right superior pulmonary vein (rspv) occurred while the surgeon was using the mid1 device to dissect around the rspv. The procedure was converted to a sternotomy and the patient was placed on-pump. The perforation was sutured and the procedure was completed. Patient remained stable post-op.